Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the gui cpu and installed the current revision of the software. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a graphical user interface (gui) centro processing unit (cpu) failure. There was no reported pt involvement. The date of the event is unk.